Manufacturer narrative:
Updated fields: b6, d9, g3, g6, h1, h2, h3, h6, h6/f10 health effect: clinical code, h11. The needle scissors mcen42-1 100 mm cvd rt rouvier (mcen42-1) was not returned for evaluation: the device history record (DHR) was reviewed, and no abnormalities related to the reported issue were observed. Failure analysis: upon evaluation, it was discovered that one of the two blades was broken. The manufacturing date was july of 1995, and the instrument was repaired at a location other than integra microfrance (imf), marking af04/24. Root cause analysis: the reported complaint was confirmed. The instrument is 30 years old and worn from use. According to the validation report (vr-imf-lifetime) revision b useful life of 3 years, equivalent to one use per week or approximately 50 uses per year. Based on this data, 150 tested cycles correspond to a useful life of 3 years. Furthermore, it was repaired outside of an imf. Imf recommends repairs within its factory and cannot guarantee the services provided by an external service provider.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: g3, g6, h1 (type of reportable event), h2, h11. The h1 (type of reportable event) has been updated to "serious injury" to align with the initial MDR submission, ¿serious injury.¿

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that during a nasal endoscopy, the scissors from the scissors mcen42-1 100mm cvd rt rouvier (mcen42-1) broke, and a sharp metal part was missing when they got out form the patient's nasal cavity. An x-ray was taken, and the missing part was found on the patient's larynx, which was removed through laryngoscopy, using magill forceps. No injury or death reported; however, an increase in surgical time greater than 30 minutes was reported.